Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, an artery was injured causing severe uncontrolled bleeding. The patient coded. The patient side cart (psc) and trocars were quickly undocked, and an open laparotomy was performed to address the bleeding. The vascular team was also required to address the bleeding. A massive transfusion protocol was initiated. At this time, the patient's current status is unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.